Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional information becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "the tip of the screw driver shaft broke off and stayed implanted in the head of the screw. The surgeon could not remove the tip of the screw driver and just left it in and implanted acetabular liner over it."